Manufacturer narrative:
(B)(4). Date sent: 6/14/2024. D4: batch # unk. Additional information was requested, and the following was obtained: how was the bleeding addressed? Monitoring in the dept. How much blood was lost (ml)? Unk. Did the patient require a transfusion? In one case. Did it require a change in the surgical procedure? No these are mainly post op events; in the intr op case (not able to identify which one) the surgical approach was not changed. Is the current patient status known? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? In one case it was needed the transfusion. Not able to identify which one. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that during a post right colectomy, the patient started bleeding. Potential causes of bleeding attributed to the white cartridge used for the ileocolic anastomosis or the blue cartridge for the colonic stump.